Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. Doi (B)(6) 2011; dor (B)(6) 2012 (right knee). **update** (B)(6) 2013 - clinical report received. Clinical report states the patient was revised to address aseptic loosening of the femoral component. The tibial component was not grossly loose but easily removed. Conversion from a uni to a total knee. Adding cement and reopening the complaint.

Manufacturer narrative:
The device associated with this report was not returned. Radiographic information was not available. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event based on the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.